Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Report 1 of 2. It was reported that while testing with the bd veritor ¿ at-home covid-19 test, 2 false positive results were obtained. The patient took two veritor tests and received positive results each time. Confirmatory rapid testing with flowflex as well as confirmatory pcr testing both gave negative results. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: my daughter and I did rapid home tests ahead of a small family gathering. We both tested positive with the bd veritor home test and cancelled the luncheon. I notified my son right away ... My son recommended that we take another test at home just to confirm the positive test. This time we used flow flex kits. Both of us tested negative. We then repeated the bd veritor test and we both again had positive results. Because of the stress and chaos of the situation with our grandson and the fact that a positive reading meant that they could not be present while the baby receives a second round of chemo, I contacted my doctor and insurance to request a rapid pcr test to clarify the situation. Under my insurance plan, I was told that no rapid pcr tests were available, so I found a private covid clinic with a 2-hour turnaround time and paid (B)(6) for the answer ¿ 2 negative test results.

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number 2024251, ¿had a positive result however the pcr test was negative.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false negative. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h.10,

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, 2 false positive results were obtained. The patient took two veritor tests and received positive results each time. Confirmatory rapid testing with flowflex as well as confirmatory pcr testing both gave negative results. There was no report of patient impact. Eua(B)(4). The following information was provided by the initial reporter: my daughter and I did rapid home tests ahead of a small family gathering. We both tested positive with the bd veritor home test and cancelled the luncheon. I notified my son right away ... My son recommended that we take another test at home just to confirm the positive test. This time we used flow flex kits. Both of us tested negative. We then repeated the bd veritor test and we both again had positive results. Because of the stress and chaos of the situation with our grandson and the fact that a positive reading meant that they could not be present while the baby receives a second round of chemo, I contacted my doctor and insurance to request a rapid pcr test to clarify the situation. Under my insurance plan, I was told that no rapid pcr tests were available, so I found a private covid clinic with a 2-hour turnaround time and paid $600 for the answer ¿ 2 negative test results.

Manufacturer narrative:
Information was added to the following fields: a3. Patient gender: female. D4. Lot number: 2024251. D4. Expiration date: 20-jul-2022. H4. Device manufacturing date: 28-jan-2022. The following field was corrected: e3. Initial reporter occupation: non-healthcare professional.

Event description:
Report 1 of 2. It was reported that while testing with the bd veritor ¿ at-home covid-19 test, 2 false positive results were obtained. The patient took two veritor tests and received positive results each time. Confirmatory rapid testing with flowflex as well as confirmatory pcr testing both gave negative results. There was no report of patient impact. Eua (B)(4). The following information was provided by the initial reporter: my daughter and I did rapid home tests ahead of a small family gathering. We both tested positive with the bd veritor home test and cancelled the luncheon. I notified my son right away. My son recommended that we take another test at home just to confirm the positive test. This time we used flow flex kits. Both of us tested negative. We then repeated the bd veritor test and we both again had positive results. Because of the stress and chaos of the situation with our grandson and the fact that a positive reading meant that they could not be present while the baby receives a second round of chemo, I contacted my doctor and insurance to request a rapid pcr test to clarify the situation. Under my insurance plan, I was told that no rapid pcr tests were available, so I found a private covid clinic with a 2-hour turnaround time and paid (B)(6) for the answer ¿ 2 negative test results.

Manufacturer narrative:
The following fields were corrected: b3. Date of event: (B)(6) 2022 g3. Date received by manufacturer: 10-may-2022. 10-may-2022 is the correct date received by manufacturer for the previous MFR report #1119779-2022-00828. This corrected information was received on 09-jun-2022.

Event description:
Report 1 of 2 it was reported that while testing with the bd veritor ¿ at-home covid-19 test, 2 false positive results were obtained. The patient took two veritor tests and received positive results each time. Confirmatory rapid testing with flowflex as well as confirmatory pcr testing both gave negative results. There was no report of patient impact. Eua210417 the following information was provided by the initial reporter: my daughter and I did rapid home tests ahead of a small family gathering. We both tested positive with the bd veritor home test and cancelled the luncheon. I notified my son right away ... My son recommended that we take another test at home just to confirm the positive test. This time we used flow flex kits. Both of us tested negative. We then repeated the bd veritor test and we both again had positive results. Because of the stress and chaos of the situation with our grandson and the fact that a positive reading meant that they could not be present while the baby receives a second round of chemo, I contacted my doctor and insurance to request a rapid pcr test to clarify the situation. Under my insurance plan, I was told that no rapid pcr tests were available, so I found a private covid clinic with a 2-hour turnaround time and paid $600 for the answer ¿ 2 negative test results.